Manufacturer narrative:
Please refer to the attached analysis report for complete details.

Event description:
Reportedly, when the device was interrogated in its box, battery impedance value was about 1.17kohm. The device has been stored between 0-50 degrees celsius for past two weeks.